Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced high blood glucose event on (B)(6) 2026. The patient treated with manual bolus. No further information available.